Event description:
It was reported that a malfunction occurred in a customer's insulin pump, identified by malfunction code malf 16-0x20e6. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address, instructed the caller on how to put the pump into storage mode, and arranged for a replacement pump to be sent. The customer was also asked to return the faulty pump using a pre-paid label within 10 days.